Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. An examination of the returned solyx sis system revealed that the needle on the delivery device is bent. The mesh is stretched on both ends near each carrier. Analysis revealed no damage to the carriers. Each carrier loaded onto and deployed off of the delivery device as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the sling could not be placed in the tissue. The procedure was completed with another solyx sis system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the needle on the delivery device is bent.